Event description:
The surgeon implanted a silicone lens but it was damaged while being inserted. The incision was enlarged to remove the lens, but sutures were not required to close the incisional woond.